Event description:
The pt was being treated for gvhd. Her last treatment was on (B)(6)2010. The attending physician reported, the death appeared to be a result of the underlying condition of the pt, and not the treatment nor the administration of methoxsalen.

Manufacturer narrative:
It is unlikely the ecp treatment contributed to the death as the underlying diagnosis of pt was described as being the potential cause. The customer agreed to return the data file to confirm appropriate operation. (B)(4).